Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/09/2019. The manufacturer's field service engineer confirmed the reported problem. It was observed that there was a connection problem between the data acquisition board and the motor controller board. The manufacturer's field service engineer secured the connection between the data acquisition board and the motor controller board. No further repair was required.

Event description:
The customer reported a ventilator with an auto-zeroing failure of machine and proximal pressure transducers during the power-on self-test. There was no patient involvement / harm.